Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon, the root cause of the "black image" issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the cable caused the screen to go black. The customer was able to isolate the issue to the spectrum smart cable. A delay in the procedure of an unknown duration occurred as a backup core unit was obtained. No harm to the patient or user was reported.